Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the connecting tube was unable to be connected because the connector was hit by something hard or loosened and damaged. As a cause of the loosened connector, the user may have applied stress to the connector toward loosening direction, and the stress was accumulated. A definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: "chapter 3.inspection before use: 3.3 inspecting the connectors: check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the field service representative serviced the device onsite. The unit was taken out of service and repaired. Parts were replaced according to OEM instructions; unit was returned to service following the repair. The equipment passed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service representative reported to olympus, the yellow connector of the endoscope reprocessor was chewed up and could not be connected to the channel connector. The issue was found during maintenance. There were no reports of patient harm.